Manufacturer narrative:
It was reported that there was restenosis. The complaint device was implanted in the right external iliac artery on (B)(6) 2015. There were no anomalies noted when the device was implanted. Residual stenosis was 10%. Ultrasound showed an isr in the right external iliac artery. Surgical intervention is planned to treat the restenosis. The stenosis was assessed as not related to the lifestream device. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the third reported complaint for this lot number and issue to date. For the first two complaints the results of the investigations were inconclusive as the samples were not returned. The device was not returned for evaluation for this complaint. The result of the investigation is inconclusive as the sample was not returned for evaluation. Based upon the available information a definitive root cause cannot be determined. It is unlikely the complaint stent triggered the stenosis as it was reported that the stenosis was assessed and believed not to be related to the lifestream device. It is also unknown whether patient factors, handling or procedural techniques contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: implant the lifestream balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use site access and preparation using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath/guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is not expected. The investigation is currently in progress.

Event description:
It was reported that there was restenosis. The complaint device was implanted in the right external iliac artery on (B)(6) 2015. There were no anomalies noted when the device was implanted. Residual stenosis was 10%. Ultrasound showed an isr in the right external iliac artery . Surgical intervention is planned to treat the restenosis. The stenosis was assessed as not related to the lifestream device. There was no patient injury reported.